Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported having issues with the implantable neurostimulator (ins) battery. In the beginning, the patient wasn't feeling it and now it was tender over the ins site. When they sleep on their right side, they can feel it. The patient notices it more often now. It was reported that the patient's stimulation quit working. The patient reported that they were able to get it to work perfect. Relevant medical history includes spinal pain.